Event description:
The manufacturer received information alleging a bipap a40 system silver ventilator inoperative condition occurred while in use by a patient. During the alarm the device was power off and then back on and restarted with on issue. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. Error coded e-25 which indicated that self -test execution error occurred due to a malfunction of the main board and e-96 indicating the program execution error occurred due to a malfunction of the memory on main pca were recorded in the event log. The device's main pca needs to be replaced to address the issue. Ventilator inoperative alarm will occur after the system reboots 3 or more times in a 24-hour period. The lease term end was two months from the date of the evaluation therefore the device was returned to the sales office unrepaired. The unit was scrapped at the end of the lease term.